Event description:
The user facility reported that it placed a cystoscope in a system 1e processor along with a container of s40 sterilant concentrate. The operator, intending to sterilize the scope, incorrectly selected and ran the diagnostic cycle instead of the liquid chemical sterilization cycle. At the completion of the diagnostic cycle, the endoscope was used in a patient procedure. Steris contacted the user facility to obtain further information but the facility refused to provide information about the patient and declined to answer further questions about the event.

Manufacturer narrative:
The event is attributed to operator error because the operator failed to select and run the liquid chemical sterilization cycle to sterilizer the device, despite clear instructions in the operator manual to utilize this cycle when liquid chemically sterilizing devices. Instead, the operator processed the device using the diagnostic cycle whose function is to demonstrate that the electro-mechanical systems and max-pure filter of the device are functioning properly. Per the operator manual, pp. 1-2, "caution: never use sterilant for the diagnostic cycle." The diagnostic cycle cannot be used to liquid chemically sterilize devices. The diagnostic cycle is not designed or validated to provide liquid chemical sterilization. Successful completion of a diagnostic cycle assures the operator only that the processor will operate as designed for the liquid chemical sterilization of medical devices. Steris completed a refresher in-service at the facility on (B)(4) 2012 on the proper operation of the system 1e liquid chemical sterilization system.